Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cycler was burned because there was an electric shock. This occurred during the set up at the patient's home and the patient was not connected, only the cassette was placed in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the homechoice cycler had experienced an electrical issue as a result of a power failure in the patient¿s home. This caused the device to be damaged. As this was noted during set up, there was no patient connected. No additional information is available. The device evaluation was completed for the reported event. While the event history log was downloaded successfully, this type of a reported event is unable to be verified through this log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed on the machine and there was no trail of equipment burns or in the equipment components. The device powered on without any problems. The visual inspection did find unrelated damaged components which were replaced. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.